Manufacturer narrative:
One opened probe was received with two trays. The returned sample was visually inspected and found to be non-conforming with red/brown foreign material (possible surgical material) in the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be non-conforming. Wear marks were observed at the bend area and a couple other locations along the inner cutter. One gouge mark was observed at the bend area and gouge marks were observed at multiple locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are two additional complaints associated with the component lots for the reported issue. The evaluation confirmed that the returned probe had a cut issue. The evaluation also indicated that the probe had an actuation issue. The root cause for the observed non-conformances is the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to the coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported two vitrector probes did not cut and the aspiration was working during one patient's procedure. The procedure was completed with a replacement probe. There was no harm to the patient.